Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-00912. It was reported the patient experienced ineffective stimulation. Reprogramming was tried. However, the patient was not compliant. As a result, the patient underwent surgical intervention wherein both leads were explanted.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-00912.